Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad detached. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. The tissue pad detached from the clamp arm and fall off no piece fell into the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the tissue pad in good conditional and properly attached to the clamp arm (not detached as reported by the customer). The hand activations contacts were bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display communication or activation issues and alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.